Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the monitoring printed circuit board (pcb) and expiratory channel printed circuit board (pcb) were replaced and returned for investigation. The received logs could not be evaluated since they were corrupted and did not contain any data at the date of event. No anomalies were found in the returned expiratory channel pcb. The pcb passed the pre-use check when it was connected to ventilator. Our investigation revealed burned/defective capacitor in the returned monitoring pcb. The reported failure was caused by a burned/defective capacitor in the returned monitoring pcb. If the reported failure occurred during ventilation, it could lead to stop of ventilation. Alarms will be generated. The root cause for the burned capacitor in the monitoring pcb could not be determined.

Event description:
It was reported that the ventilator generated technical error codes indicating power error. Patient involvement is unknown. Manufacturer's ref.#: (B)(4).